Event description:
Allegedly, the hospital stated that during a ureteroscopy procedure the doctor could not remove scope from patient. They cut the shaft from the handle to remove scope. The patient sustained a small perforation to the ureter and a stent was used for an extended period of time. The doctor used another ureteroscope to complete procedure. The doctor states patient condition is good.